Event description:
It was reported that during a biliary stenting treatment procedure, failure to deploy and sheath damage occurred. The target lesion was in the inferior bile duct. The lesion was predilated with an unspecified type "6mm" balloon catheter and an unspecified type "8mm" balloon catheter. The physician selected and advanced a rx ws permalume 10x60mm biliary stent to treat the target lesion. The physician attempted to deploy the device but the outer sheath failed to fully retract, moving to "1cm proximal" and also appearing "stretched". The device was removed from the scope and it was noticed that the guide wire exit port appeared kinked. The physician then attempted to deploy the device outside the patient. There was no resistance noted; however, the outer sheath became "fractured". The procedure was completed with another rx ws permalume 10x60mm biliary stent. There were no patient complications reported with the patient's current condition listed as "good".